Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), vaginal discharge ("irregular vaginal discharge") and abdominal pain upper ("severe upper abdominal pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. On (B)(6) 2011, 7 years 8 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, genital haemorrhage, intra-abdominal haemorrhage, dysmenorrhoea, vaginal discharge and abdominal pain upper was resolving and the procedural pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, procedural pain and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("endometrial cavity perforation"), device dislocation ("migration of essure device : right cornua"), post procedural haemorrhage ("postoperative bleeding abnormal bleeding (vaginal, menorrhagia)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 43-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones removal and multiparous. Plaintiff denied latex allergy. Previously administered products included for an unreported indication: diflucan on (B)(6) 2011. Concurrent conditions included fibroids (treated with partial hysterectomy on (B)(6) 2011), cholecystectomy (treated with endometrial biopsy) since (B)(6) 2011, genital bleeding since (B)(6) 2010, uterine anteflexion and family history of diabetes. Concomitant products included azithromycin from july 2011 to august 2011. On (B)(6) 2003, the patient had essure (ess205) inserted. In march 2010, 6 years 5 months after insertion of essure (ess205), the patient experienced post procedural haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/cramping") and menorrhagia ("abnormal heavy bleeding/ menorrhagia"). In march 2010, the patient experienced pelvic pain ("constant pelvic pain"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and granuloma ("post operative granuloma"). On (B)(6) 2011, the patient experienced procedural pain ("painful post-operative recovery") and device expulsion ("expulsion of essure device"). In october 2011, the patient experienced vaginal infection ("vaginitis") with vaginal discharge. On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal heavy bleeding / vaginal"). The patient was treated with metronidazole (metrogel), glyceryl trinitrate (nitroglycerin), metronidazole (flagyl), surgery (hysterectomy), surgery (robot assisted laparoscopic total hysterectomy with bilateral salpingectomy using da vinci robot), surgery, surgery (endometrial biopsy) and surgery (endometrial biopsy). Essure (ess205) was removed on (B)(6) 2011. On (B)(6) 2011, the vaginal haemorrhage, pelvic pain and menorrhagia had resolved. At the time of the report, the uterine perforation, post procedural haemorrhage, procedural pain, device expulsion, vaginal infection, granuloma, cystitis and urinary tract infection outcome was unknown and the intra-abdominal haemorrhage, abdominal pain lower, dysmenorrhoea and abdominal pain upper was resolving. The reporter considered abdominal pain lower, abdominal pain upper, cystitis, device dislocation, device expulsion, dysmenorrhoea, granuloma, intra-abdominal haemorrhage, menorrhagia, pelvic pain, post procedural haemorrhage, procedural pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: that in the medical records (mr) it was mentioned that, during insertion, the essure tubal occlusion device was placed into each tubal ostium without difficulty. The right device was placed with 9 coils remaining, and the left device was placed with 3 coils remaining. A fluid deficit of 1600 cc was noted at the end of the procedure. Essure confirmation test was not performed. On (B)(6) 2011 the right essure was seen protruding into the endometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, device dislocation, menorrhagia, and pelvic pain. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received, event added- bladder infection, urinary tract infection, events onset date added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("endometrial cavity perforation"), device dislocation ("migration of essure device"), post procedural haemorrhage ("postoperative bleeding abnormal bleeding (vaginal, menorrhagia)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 42-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones removal and multiparous. Plaintiff denied latex allergy. Previously administered products included for an unreported indication: diflucan on (B)(6) 2011. Concurrent conditions included fibroids (treated with partial hysterectomy on (B)(6) 2011), cholecystectomy (treated with endometrial biopsy) since (B)(6) 2011, genital bleeding since (B)(6) 2010, uterine anteflexion and family history of diabetes. Concomitant products included azithromycin from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal heavy bleeding / vaginal") and menorrhagia ("abnormal heavy bleeding/ menorrhagia"). On (B)(6) 2010, 6 years 5 months after insertion of essure (ess205), the patient experienced pelvic pain ("constant pelvic pain"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and granuloma ("post operative granuloma"). On (B)(6) 2011, the patient experienced procedural pain ("painful post-operative recovery") and device expulsion ("expulsion of essure device"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginitis") with vaginal discharge. On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("severe menstrual pain/cramping") and abdominal pain upper ("severe upper abdominal pain"). The patient was treated with metronidazole (metrogel), glyceryl trinitrate (nitroglycerin), metronidazole (flagyl), robot assisted laparoscopic total hysterectomy with bilateral salpingectomy using da vinci robot) with endometrial biopsy and essure (ess205) was removed on (B)(6) 2011. On (B)(6) 2011, the vaginal haemorrhage, pelvic pain and menorrhagia had resolved. At the time of the report, the uterine perforation, post procedural haemorrhage, procedural pain, device expulsion, vaginal infection and granuloma outcome was unknown and the intra-abdominal haemorrhage, abdominal pain lower, dysmenorrhoea and abdominal pain upper was resolving. The reporter considered abdominal pain lower, abdominal pain upper, device dislocation, device expulsion, dysmenorrhoea, granuloma, intra-abdominal haemorrhage, menorrhagia, pelvic pain, post procedural haemorrhage, procedural pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: that in the medical records (mr) it was mentioned that, during insertion, the essure tubal occlusion device was placed into each tubal ostium without difficulty. The right device was placed with 9 coils remaining, and the left device was placed with 3 coils remaining. A fluid deficit of 1600 cc was noted at the end of the procedure. Essure confirmation test was not performed. On (B)(6) 2011 the right essure was seen protruding into the endometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, device dislocation, menorrhagia, and pelvic pain. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet (pfs) and medical records ¿ new reporters (healthcare professionals ¿ case became medically confirmed); plaintiff¿s demographic data; historical drug (diflucan); concomitant drug (azithromycin); treatment drug (metrogel, nitroglycerin, and flagyl); concomitant conditions and relevant medical history (family history of diabetes, fibroids, gallstone removal, gall bladder removal, and multiparous); previous reported event amendment (from abnormal heavy bleeding to abnormal heavy bleeding/ abnormal bleeding (vaginal, menorrhagia)); and new adverse events (expulsion of essure device, constant pelvic pain, vaginitis, migration of essure device, post-operative granuloma, endometrial cavity perforation, postoperative bleeding abnormal bleeding (vaginal, menorrhagia)). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.